Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification, for three patients, involving access 2 immunoassay system. Subsequent testing of the patient samples recovered negative results, within the normal reference interval. The customer considers values of 0.05 ng/ml and greater to be positive. The elevated results were released out of the laboratory. Amended reports were issued. There has been no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) performed a preventive maintenance (pm) on the unit. The fse replaced the mixer belt and mixer bearings due to normal wear. The fse cleaned the analytical module and performed all necessary alignments. The fse performed a routine system check and a high sensitivity system check, both passed within system specifications. Assay calibration and quality (qc) were performed; no issues were noted. The unit conformed to the manufacturer's specifications.